Event description:
It was reported that following unpacking of the device, the staff was hanging the product on their cart and "the catheter slide right out of the packaging. It was not sealed properly." The remaining four packages in the box were sealed properly. No procedure or patient involved.